Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver charged and will boot, failed. The receiver log could not be downloaded and reviewed. The receiver was unable to be ran on the functional test. The receiver case was opened for an internal visual inspection, and no moisture damage was observed. During troubleshooting, it was verified that the receiver's main pcba had a defective u5 . It ws found by resistance measurement at tp5. The battery was also found to be drained out to 0v. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u5. It was reported that the patient used an alternate battery charger. Dexcom labeling indicates: use only dexcom-supplied parts (including cables and chargers).

Manufacturer narrative:
(B)(4).

Event description:
In addition to the complaint device the patient also returned a universal serial bus (usb) supply for evaluation. The device was visually inspected and no defect was found. A charger load test was performed and passed. The reported event of receiver ceases to function could not be confirmed with the power supply. A usb a to usb micro b was also returned for evaluation. The device was visually inspected and no defect was found. The usb cable load test was performed and passed. The reported event of receiver ceases to function could not be confirmed with the usb cable.